Event description:
The manufacturer was informed that on (B)(6) 2021, a crown valve size 21 (unknown serial #) was implanted in the patient. Reportedly, hemolytic anemia due to ar was noted and the device was explanted on (B)(6) 2023 and replaced with inspiris19mm valve. Based on the information received, the crown valve was used to replace bicuspid valve. As reported, aortic regurgitation was noted right after implantation in 2021 but symptoms started from the end of year 2022. No further information is available at this time.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h3, h6. The valve was returned to the manufacturer for further investigation. After formalin treatment a visual inspection has been performed. Several damages were detected on the cuff or leaflet that can considered caused by the handling during the explanting procedure. In particular, on the first post, a remarkable damage was visible in the leaflet 1. This damage presents a clean edge that is consistent with the contact with a blade (i.e., scalpel) that cut completely the pericardium in its thickness until stop in the opposite side when in contact with the leaflet 3. X-rays of the subject valve showed no calcification. It is reasonable to exclude the damage detected on the leaflet as cause of the dysfunction because the edges were so clean to exclude that it happened at the implanting time and then it is reasonably linked to the explant. The leaflets appeared quite rigid, but it is possible to exclude the calcification (see x-ray examination) as possible cause, while the incoming dehydration, confirmed by the anomalous color of the pericardium, can be considered the more probable cause. A hydrodynamic test, even if suggested as investigation step, can be considered exhaustive due to the quite long time of implantation (1.6 years), the not perfect condition of the pericardium and, above all, the cut on the leaflet free edge. Since limited information is available, the definitive root cause of the reported event cannot be established at this time. Considering that aortic regurgitation was noted right after implantation in 2021 but symptoms started from the end of year 2022, possible reason which led to replace the valve could be related to some leaflet dysfunction. But this cannot ultimately be confirmed since limited information was provided, and hydrodynamic test could not be performed due to the returned valve conditions. Should further information be received in the future, the manufacturer will submit a follow up report.

Event description:
The manufacturer was informed that on (B)(6) 2021, a crown valve size 21 (unknown serial #) was implanted in the patient. Reportedly, hemolytic anemia due to ar was noted and the device was explanted on (B)(6) 2023 and replaced with inspiris19mm valve. Based on the information received, the crown valve was used to replace bicuspid valve. As reported, aortic regurgitation was noted right after implantation in 2021 but symptoms started from the end of year 2022. Based on further information received, patient's annulus was slightly oval shape and was bicuspid. Reportedly, outcome was good and no further information will be provided.